Manufacturer narrative:
(B)(4). Review of manufacturing history revealed no recorded anomalies. Inspection of the device reveals on of the pouches was not properly assembled. Manufacturing modifications have been implemented for the reported issue.

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported patient underwent an unknown procedure on an unknown date. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch and would not enter the cylinder. There was no patient injury and no delay in procedure.